Event description:
One endeavor sprint drug-eluting stent was implanted in the mid lad. Three days post implant, patient presented with acute non stemi (angina and an elevated troponin value of 0.31 ug/l). An angiogram showed stenosis of a diagonal side branch of target vessel. Revascularization (kissing balloon dilation) of the second diagonal branch was performed. Investigator states that target lesion was involved, but event was not related to study stent. Investigator states that event was related to study procedures. Patient cardiac status at 30 day follow up was stable angina. Approximately two months after index procedure, patient suffered a suspected acute non-stemi. Investigator reports atypical troponin positive chest pain (possible non cardiac). Repeat angiogram showed no significant instent restenosis. Fractional flow reserve negative in d1 and d2. Investigator states event was not related to study stent of study procedures. Patient had cardiac status of stable angina at 6 month follow up.

Manufacturer narrative:
Other (required secondary infarction) - evaluation results: (myocardial infarction).